Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID 2134265-2012-02231, MDR ID 2134265-2012-02229 , MDR ID 2134265-2012-02228, MDR ID 2134265-2012-02227. It was reported that after an embolization procedure, migration of coils occurred. The patient underwent an embolization procedure of "ovarian veins by vulvar varicose veins". During the procedure, the physician deployed 5 interlock fibered idc coils, one 14mm x 30cm coil, one 12mm x 30cm coil, one 10mm x 30cm coil, two 8mm x 20cm coils. The same day, it was noticed during the control post procedure that all the coils have moved. A further medical intervention was required to remove all the coils. The patient's status was fine.